Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2021.the cause of death was heart attack and hypertension. Customer also had kidney failure and diabetes which may have led to the customers passing. Customers blood glucose at the time of death was unknown. The customer was using insulin pump at the time of death. Customer was also using sensors at the time of death. It is unknown if the caller will return the insulin pump for analysis. Frn-mmt-332-rsvr, unomed inf set, ozp-mmt-7020-snsr.